Event description:
It was reported that during follow up visit 28 days post endovascular procedure, the patient showed neurological deficit possibly related to the guidewire. No further information is available.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during follow up visit 28 days post endovascular procedure, the patient showed neurological deficit possibly related to the guidewire. No further information is available.

Manufacturer narrative:
The physician did not allege the patient¿s neurological deficit to the guidewire. Additional information received confirmed that there was no extravasation or injuries during the procedure and review of the procedure further support this information as there were no patient complications during the index procedure. The manufacturer has reviewed all information and determined this event no longer meets the requirement of a complaint and/or reportable event for the device in question.

Event description:
It was reported that during follow up visit 28 days post endovascular procedure, the patient showed neurological deficit possibly related to the guidewire. No further information is available.